Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a revision procedure. During the surgery, fluid loss was identified; however, its source was not determined. Therefore, the entire ipp was removed and replaced. No additional patient complications were reported.